Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # t5dv16. Device analysis: the analysis results found that the cdh29p device arrived with the anvil missing. The breakaway washer was not present and there were staples present. Upon insertion of battery, the green check mark came on, suggesting the device was not reset after firing during manufacturing process. This confirms the experience. Device was reset in the pi lab, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. Per the condition of the sample received, it appears the device was fired during manufacturing process, but not reset before reloading the staples. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Additional information was requested and the following was received: spoke with surgeon today directly and he said that the green check light came on after he attempted to fire the stapler. However, the stapler didn¿t fire and washer did not crack. Just the green check light displayed. He left the same anvil in and fired the second stapler with no issues.

Event description:
It was reported that during a sigmoid colectomy, the device battery was inserted and the device displayed as if it was ready to be fired. When the doctor went to fire the stapler, the stapler would not fire and washer didn't crack. A second like stapler was used with the same anvil to complete the procedure. There were no patient consequences reported. This is all the information known/available regarding this event.